Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 02-aug-2019 from the patient who reported that her pump was replaced on (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8703w, serial# (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8703w, serial/lot #: (B)(4), ubd: 30-jan-1997, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving ¿d50c¿ (50.0 mg/ml at 18.039 mg/day) per the printout the patient had via an implanted pump. The patient thought dilaudid was the drug in pump and she thought it was the only drug in the pump, but she wasn¿t sure if there was another drug. The indication for pump use was non-malignant pain. On (B)(6) 2019 the patient reported that she had a bump on her back in the place where the catheter went into her spine and the doctor didn¿t think her pump was working. Per the patient, she had an unconfirmed im (intrathecal mass). The issue began about (B)(6) 2018. A dye study was attempted on (B)(6) 2019, but they could not get the dye through. The patient had a replacement scheduled for (B)(6) 2019. The patient was prepared for the revision/replacement on (B)(6) 2019 when she was in the clinic, but a pump was not available per the patient, so the procedure was rescheduled. At that time, the patient was told she had 17 days left of medication in the pump and no refill was performed. The patient reported hearing a non-critical alarm on (B)(6) 2019. The patient had no symptoms or change in therapy related to the alarm. No further complications have been reported as a result of this event.